Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that there was peeling of the covering of the distal part of the wire while making secondary angle outside the patient's body.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip separation occurred. A 185cm moderate support j tip (pt2 5pk) pt²¿ guide wire was selected for use to cross the lesion. During introduction it was noticed that the outer part separated easily and the edge part of the wire tip was lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: investigation completed on the returned device. Visual analysis revealed the distal tip has the j shape that is expected with this device. Dimensional inspections revealed the overall length was within specification. The outer diameters of the distal tip, middle of the device, and proximal section were all within specifications. Investigation of the device presented no damages or irregularities.

Event description:
It was reported that guide wire tip separation occurred. A 185cm moderate support j tip pt2 guide wire was selected for use to cross the lesion. During introduction it was noticed that the outer part separated easily and the edge part of the wire tip was lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that there was peeling of the covering of the distal part of the wire while making secondary angle outside the patient's body.